Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a valid minimum fill notification occurred after filling a cartridge with 0 units of insulin. Reportedly, customer added insulin to the cartridge and resumed insulin delivery. Customer's blood glucose elevated to 600 mg/dl and was addressed with a bolus via pump.